Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced four infusion set bent cannula issues on (B)(6) 2024 and the event occurred more than three hours after insertion at the abdomen site and the infusion set was in use for two to three hours and the blood glucose level was high and the patient was treated with a correction injection via multiple daily injection.